Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-jul-2017 from the patient who reported that the month following the pump implant he had a total right hip replacement. During his final days at the hospital for that he noticed pain against his belly button and a mass that grew over the vertebrae in his lumbar spine. It took almost three days to find a physician who could interrogate the pump; an ultrasound was ordered; and the patient was told to follow-up with his pump implanting physician. The patient followed-up with the implanting physician who told him that it was common for people to develop a bump on their back. The patient also told the implanting physician that the pump was pushing against his belly button and this was not a bump. The implanting physician said to wait a little and if things remained he would remove the pump and repair or make revisions to the way it was implanted. The patient stated, ¿in a period of 2 months, I had 2 surgeries on your pump and another for my pump¿. Per the patient he ¿went through hell¿, experiencing suffering, and regretted having the pump implanted. He still had some pain around the area of the pump and a large scar from being opened twice. He also still had some pain in the area of his back where the catheter was. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 8590-1, implanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (20 mcg/ml at 7.491 mcg/day) and morphine (8 mg/ml at 2.9965 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient believed the pump moved a little. On (B)(6) 2017 the pump was taken out and moved because the ¿pouch ripped¿. The pump moved to by his belly button and caused him pain. The patient thought the pump was moving again because he was feeling it towards his belly button again and was starting to get pain around the pump. The patient had an appointment tomorrow to get the pump checked. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 08-aug-2017 from the patient who reported that in mid (B)(6) 2017 the pump pocket had ripped open and slid toward his belly button. On (B)(6) the physician surgically re-did the pump pouch and sewed the pump down into place and told the patient he should be fine from there. On (B)(6) 2017 he went in for a pump refill and the doctor noticed the pump was visually facing his belly button. Two to three weeks ago ((B)(6) 2017) he felt the pump moved again and the catheter was facing his betty button because he had pain. He was also experiencing a tingling and burning sensation where the catheter was pointing towards his belly button and it hurt a lot. The pump pocket area was tender. On (B)(6) 2017 he had diagnostics to check the pump and catheter and it was found that the catheter was facing the patient¿s belly button. The patient was scheduled for surgery on (B)(6) 2017 to re-position the pump because the catheter was facing the patient¿s belly button. When the pump was first implanted, it had morphine only (1 mg/ml at 0.5000 mg/day). At some point, it was changed to (5 mg/ml at 2.7523 mg/day) and baclofen was added (10 mcg/ml at 5.505 mcg/day). The pump was currently delivering morphine (5 mg/ml at 2.7523) and baclofen (10 mcg/ml at 5.505 mcg/day). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they had not had a pump in a few years and the patient had at least five (5) revision surgeries on the first pump until it needed to be removed as it was not working. The patient stated that the hcp said the first pump never had the anchor attached, yet when the patient obtained the surgical notes, it specifically stated that the anchor was placed.